Event description:
Patient presented to the physician with the ipg eroding through the skin at the chest incision site, with the presence of colonized infection. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed.